Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline; a power reset was attempted, but it remained off. The issue was recurring, and the station powered off on its own. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the high height drawers 6.1 and 6.2 and identified faulty drawer boards that were causing the unit to go down. A field service engineer (fse) replaced the drawer, rebooted the system, and configured the drawers. The fse performed testing and confirmed that the drawers were functioning properly. The system functioned as intended after field service engineer repaired the device.